Event description:
Customer reported via phone, she was experiencing high blood glucose of 900 mg/d and she was hospitalized. Current blood glucose was 140 mg/dl. Customer symptoms were lethargic, headaches, and extreme thirst. Customer was treated with an insulin drip. Troubleshooting was performed and customer declined to check for leaks, air bubbles, and site issues. Settings were checked and no anomaly was noted. Customer didn't have a tubing clap so one was sent. Customer called back on (B)(6) 2015 to perform high pressure test. The test was performed twice and it failed both times. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional testing including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had normal operating currents and no alarms noted. The device had cracked battery tube threads and cracked reservoir tube lip.